Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. It was reported that the patient fell and received a peri-prosthetic fracture. Ultimately, the fracture was able to be repaired, without revising any devices. There is no device revision or device failures. Initial report was submitted in error and should be voided.

Event description:
It was reported that the patient fell and received a peri-prosthetic fracture. Ultimately, the fracture was able to be repaired, without revising any devices. There is no device revision or device failures. Initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Report source: foreign: event occurred in (B)(6). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that the patient is being considered for a custom srs distal humerus component that accepts a conrad-morrey bearing to mate with well-fixed in-situ conrad marrey ulna. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported.